Manufacturer narrative:
One used medfusion® 3500 syringe pump was returned for investigation. A visual inspection of the pump found extensive impact damage to the front left corner, back left corner, and the middle hinge tab of the top case. The battery found in the case was an unapproved/counterfeit battery pack that is not qualified or validated for use in any of the medfusion® pumps by smiths medical. There was also impact damage to the top of the barrel clamp guide on the top case. The event history log of the pump was reviewed and a "primary audible alarm bgnd test" alarm was observed on the reported event date. The event history log indicated that the pump was powered on, but not infusing at the time of the alarm. According to the event history log, the pump alarmed and stopped running as a result of an "occlusion-check infusion line" alarm 13 seconds prior to experiencing the "primary audible alarm bgnd test" alarm. The pump passed all functional tests performed. The root cause of the "primary audible alarm bgnd test" was not determined, but the root cause for the stoppage of infusion was the occurrence of an "occlusion - check infusion line alarm", which was determined to be customer induced. The complaint was confirmed.

Manufacturer narrative:
One used medfusion® 3500 syringe pump was returned for investigation. A visual inspection of the pump found extensive impact damage to the front left corner, back left corner, and the middle hinge tab of the top case. The battery found in the case was an unapproved/counterfeit battery pack that is not qualified or validated for use in any of the medfusion® pumps by smiths medical. There was also impact damage to the top of the barrel clamp guide on the top case. The event history log of the pump was reviewed and a "primary audible alarm bgnd test" alarm was observed on the reported event date. The event history log indicated that the pump was powered on, but not infusing at the time of the alarm. According to the event history log, the pump alarmed and stopped running as a result of an "occlusion-check infusion line" alarm 13 seconds prior to experiencing the "primary audible alarm bgnd test" alarm. The pump passed all functional tests performed. The root cause of the "primary audible alarm bgnd test" was not determined, but the root cause for the stoppage of infusion was the occurrence of an "occlusion - check infusion line alarm", which was determined to be customer induced. The complaint was confirmed.

Event description:
It was reported that mid-therapy, a medfusion® 3500 syringe pump displayed a system error, stopped infusing intravenous epinephrine, and the patient expired. Additional information regarding the event has been requested, but not yet received.

Manufacturer narrative:
One used medfusion® 3500 syringe pump was returned for investigation. A visual inspection of the pump found extensive impact damage to the front left corner, back left corner, and the middle hinge tab of the top case. The battery found in the case was an unapproved/counterfeit battery pack that is not qualified or validated for use in any of the medfusion® pumps by smiths medical. There was also impact damage to the top of the barrel clamp guide on the top case. The event history log of the pump was reviewed and a "primary audible alarm bgnd test" alarm was observed on the reported event date. The event history log indicated that the pump was powered on, but not infusing at the time of the alarm. According to the event history log, the pump alarmed and stopped running as a result of an "occlusion-check infusion line" alarm 13 seconds prior to experiencing the "primary audible alarm bgnd test" alarm. The pump passed all functional tests performed. The root cause of the "primary audible alarm bgnd test" was not determined, but the root cause for the stoppage of infusion was the occurrence of an "occlusion - check infusion line alarm", which was determined to be customer induced. The complaint was confirmed.

Event description:
It was reported that a medfusion® 3500 syringe pump was in use with a patient that was admitted to the pediatric intensive care unit for continuous infusion of epinephrine due to an acute hypotensive event. The reporter noted that the infusion pump malfunctioned and stopped delivering medication. The patient became pulseless and underwent arrest, requiring cardiopulmonary resuscitation. The resuscitation was not successful and the patient expired.